Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm® ultra xc injectable gel is supplied in individual treatment syringes with 30 g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported that ¿while injecting¿ 1 syringe of juvéderm® ultra xc, ¿the product was hard to push and popped causing the product to leak out.¿ patient contact was made. There was no injury to patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle in an opened blister. No defect observed to syringe.

Event description:
Healthcare professional reported that ¿while injecting¿ 1 syringe of juvéderm® ultra xc, ¿the product was hard to push and popped causing the product to leak out.¿ patient contact was made. There was no injury to patient, staff, or injector. The packaged needle was used for the injection.